Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: patient had ivc filter placed for d&c/hysteroscopy and endometrial ablation. Six weeks post vena cava filter deployment, patient presented for filter retrieval procedure; however, due to complicated venous anatomy, no attempt was made to retrieve the filter. Seventeen weeks post filter deployment, a contrast injected vena cava gram demonstrated the filter to be tilted with the filter apex embedded in the ivc wall, along with several legs penetrating the right side of the ivc into the retroperitoneal space. Wire and snare were unsuccessful in retrieving the filter. Eighteen weeks post vena cava filter deployment, retroperitoneal cutdown was performed to successfully remove the ivc filter which upon examination was missing a filter leg. Per operative report, there was no evidence of any filter remnants. Abdominal xr showed no foreign body or instrument. The patient was reported to be hemodynamically stable at the conclusion of the surgery. Medical record review: the patient had an inferior vena cava filter deployed with preoperative diagnosis of previous deep venous thrombosis. The abdomen and groins were prepped and draped. The common femoral vein was accessed and a venogram was unable to entirely visualize the ivc; therefore power injected digital subtraction was used and the renal veins were identified. The filter was advanced and deployed secured within the ivc and aligned in a straight position. Follow up venogram revealed patency of the renal veins and constant position of the filter. Pressure was held at the site with no signs of bleeding and the patient was transferred to the post-recovery care unit. Conclusion: neither the device nor images were returned. Medical records were provided. The medical records allege that the filter was tilted approximately 45 degrees and several struts were extending beyond the ivc lumen. An unsuccessful retrieval attempt was allegedly performed approximately 4 months after implantation. The filter was allegedly surgically removed. A long strut was allegedly missing from the filter upon examination. There was no evidence of filter remnants within the patient after removal. Based on the medical records, filter tilt, perforation of the ivc, pe after implantation, an unsuccessful retrieval attempt, and limb detachment can be confirmed. The filter likely could not be retrieved percutaneously if the filter was tilted 45 degrees and the apex was embedded in the ivc wall. It is unknown how or why the filter tilted or perforated the ivc. It is unknown if the alleged limb detached prior to, or during the retrieval procedures. It is possible that the limb detached during either the unsuccessful retrieval attempt or the surgical removal. Based on the available information, the definitive root cause for the alleged event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Movement, migration or tilt of the filter are known complications of vena cava filters. Perforation or other acute or chronic damage of the ivc wall. Acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. Filter malposition. Filter tilt. Note: it is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It was reported that a vena cava filter was deployed for pending surgery and history of dvt. Following a successful surgery a filter retrieval procedure was scheduled five weeks post filter deployment; reportedly, the retrieval sheath could not be advanced to the ivc due to the jugular vein diameter. Another filter retrieval procedure was scheduled approximately 4 months post filter deployment; however, guided fluoroscopy demonstrated the filter apex was embedded in the ivc wall. Despite multiple attempts made to capture the filter apex the filter was not retrieved. Approximately one week later an open surgical procedure was performed to successfully remove the vena cava filter. Visual inspection of the filter identified a missing detached filter limb. The surgical operative report indicated the detached limb was not identified in the ivc. The patient was reported to be hemodynamically stable at the conclusion of the surgical procedure. New information received: medical records were received and reviewed. The patient had an inferior vena cava filter deployed for previous deep venous thrombosis. Power injected digital subtraction was utilized and the filter was advanced and deployed and aligned in a straight position in the ivc. Follow up venogram revealed constant position of the filter. Pressure was held at the site and the patient was transferred to the post-recovery care unit. No additional information was provided in the medical records received.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: neither the device nor images were returned. Medical records were provided. The medical records allege that the filter was tilted approximately 45 degrees and several struts were extending beyond the ivc lumen. An unsuccessful retrieval attempt was allegedly performed approximately 4 months after implantation. The filter was allegedly surgically removed. A long strut was allegedly missing from the filter upon examination. There was no evidence of filter remnants within the patient after removal. Based on the medical records, filter tilt, perforation of the ivc, pe after implantation, an unsuccessful retrieval attempt, and limb detachment can be confirmed. The filter likely could not be retrieved percutaneously if the filter was tilted 45 degrees and the apex was embedded in the ivc wall. It is unknown how or why the filter tilted or perforated the ivc. It is unknown if the alleged limb detached prior to, or during the retrieval procedures. It is possible that the limb detached during either the unsuccessful retrieval attempt or the surgical removal. Based on the available information, the definitive root cause for the alleged event is unknown. Labeling review: the current IFU (instructions for use) states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Movement, migration or tilt of the filter are known complications of vena cava filters. Potential complications: perforation or other acute or chronic damage of the ivc wall. Acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. Filter malposition. Filter tilt. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical records received and reviewed. Patient had ivc filter placed for d&c/hysteroscopy and endometrial ablation. Six weeks post vena cava filter deployment, patient presented for filter retrieval procedure; however, due to complicated venous anatomy, no attempt was made to retrieve the filter. Seventeen weeks post filter deployment, a contrast injected vena cava gram demonstrated the filter to be tilted with the filter apex embedded in the ivc wall, along with several legs penetrating the right side of the ivc into the retroperitoneal space. Wire and snare were unsuccessful in retrieving the filter. Eighteen weeks post vena cava filter deployment, retroperitoneal cutdown was performed to successfully remove the ivc filter which upon examination was missing a filter leg. Per operative report, there was no evidence of any filter remnants. Abdominal xr showed no foreign body or instrument. The patient was reported to be hemodynamically stable at the conclusion of the surgery. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed for pending surgery and history of dvt. Following a successful surgery a filter retrieval procedure was scheduled five weeks post filter deployment; reportedly, the retrieval sheath could not be advanced to the ivc due to the jugular vein diameter. Another filter retrieval procedure was scheduled approximately 4 months post filter deployment; however, guided fluoroscopy demonstrated the filter apex was embedded in the ivc wall. Despite multiple attempts made to capture the filter apex the filter was not retrieved. Approximately one week later an open surgical procedure was performed to successfully remove the vena cava filter. Visual inspection of the filter identified a missing detached filter limb. The surgical operative report indicated the detached limb was not identified in the ivc. The patient was reported to be hemodynamically stable at the conclusion of the surgical procedure.